Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of a steerable guide catheter (sgc), loss of fluid column was observed. A decision was made not to use the sgc in the patient, and the procedure was successfully completed with a new sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no other complaints reported from the lot. All available information was investigated and a cause for the reported leak/splash (loss of fluid column) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na